Event description:
Equipment that malfunctioned was used to obtain endoscopic ultrasound (eus) biopsy. A metal stylet in removed and introduced during normal use. Unable to feed stylet back into eus biopsy device, much resistance noted and using increased force would bend the stylet. Normally the removal and introduction of the stylet is easy and smooth. Introducing the stylet is the last step in removing tissue biopsy from the device. At this point we opened and used another eus biopsy device.